Event description:
About 10-15 minutes into a pacemaker generator change out procedure, while utilizing the pulsar system, the pacemaker was pacing however the current was not making its way to the patient¿s heart and the patient began to flat line. This situation occurred again when the pulsar system was not activated. Upon replacement of the patient¿s pacemaker the previously described situation did not occur and there was no further patient impact. It was noted by the doctor that he did not feel the plasmablade was the cause of the issue.

Manufacturer narrative:
Product event # (B)(4). Eval method: facility disposed of device. Device is not available for return and inspection. Eval results: facility disposed of device. Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.